Event description:
Mother of home patient (hp) reports the patient line tubing of homechoice set was leaking during drain 7/10 of treatment on homechoice machine. Hp's mother stated she didn't think hp connected patient line correctly. Hp discontinued treatment when system error 2240 alarm sounded. There was no patient injury or medical intervention reported as a result of incident.